Event description:
It was reported by the sales representative that the swivel came unlocked while attached during pt positioning. Additional info was requested and the following was provided by the customer on (B)(6) 2013: the customer stated that she did not receive a report that this clamp came unlocked. However, this mayfield skull clamp was involved in a slippage and pt laceration. She did not have any further details or info regarding this incident or pt.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.